Event description:
Customer is reporting that, "clamp broken during hepatio transplantation, what caused a strong hemorrhage." Clarification provided as follows: the hemmorrhaging occurred due to handle breakage causing low blood pressure, hosp stay not extended due to the incident.